Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of missing thixotropic adhesive (ke45), missing glue on the pink rubber, and a pinhole in the cement of the light guide (lg) lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device evaluation, the service repair technician team indicated that missing thixotropic adhesive (ke45) around forceps cover, missing glue on the pink rubber, and a pinhole in the cement of the light guide (lg) lens were found. There was no patient involvement.